Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent treatment for an iliac aneurysm where gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) devices were used in the left hypogastric artery (lha) branching off a gore® excluder® iliac branch endoprosthesis (ibe device). It was reported the patient's lha was long and tortuous. The physician experienced difficulty advancing the 10mmx15cm viabahn device to the lha. The physician still needed a couple of centimeters more in order to reach the target treatment area when it was decided to withdraw the viabahn device through the sheath. Upon withdrawal of the catheter, it was noticed that the viabahn device was no longer attached to the catheter and the distal tip of the catheter was missing. X-rays showed the viabahn device had deployed unintentionally inside of the patient. Deployment was not initiated, the deployment knob was not twisted off, and the deployment line still remained attached to the catheter. The viabahn device deployed within the disease section of the internal iliac and needed to be bridged both proximally and distally to the ibe device and into the lha seal zone. No major branch vessels were covered with the deployed viabahn device. Initially the physician was unable to locate the distal catheter tip within the patient but later in the case after screening the tip was identified in the hypogastric artery. The physician pinned the tip against the hypogastric wall with another viabahn device. The catheter tip remains in the patient and was not removed. The procedure was completed with a few additional viabahn devices. The viabahn device was used with a 12 fr gore® dryseal flex introducer sheath from the contralateral side and a cook medical rosen wire. Patient tolerated procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D8/d9: provided information for device return. G2: additional selection of foreign. H6: removed codes c21 and added c19: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Removed code d16 and added codes d15, d1002, d0301, d1102, and d1001. Evaluation of the returned product indicates the primary reported failure mode, related to advancement difficulty, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory. As reported, the patient¿s lha was long and tortuous, and the physician experienced difficulty advancing the device to the target site; the imaging evaluation of the provided clinical items confirmed that both of the patient¿s bilateral iliac arteries were tortuous. Therefore, the root cause of the primary reported failure mode can be attributed to the patient condition. An additional reported failure mode, related to distal shaft separation, was confirmed during engineering evaluation. As reported, the physician pinned the separated catheter portion against the hypogastric wall with another device; the catheter tip remains in the patient and was not removed. While there is evidence that the transition and dual lumen went through the bonding process, the visible collar indicates that the bond was inadequate, and the device should have been rejected during final inspection. Therefore, the cause of this additional reported failure mode is consistent with a manufacturing deficiency. In addition, it was reported that the physician decided to withdraw the device through the sheath after it was unable to reach the target treatment area. Upon withdrawal of the catheter, it was noticed that the device was no longer attached to the catheter and the distal portion of the catheter was missing. Per the device instructions for use (IFU), withdrawing the device back into the introducer sheath can cause damage to the endoprosthesis and/or catheter separation. Therefore, the cause of this additional reported failure mode is also consistent with the reasonably foreseeable misuse of the user attempting to withdraw a fully introduced device back through the introducer sheath. An additional reported failure mode, related to unintended deployment during withdrawal, was consistent with the engineering evaluation findings of a significant portion of the deployment line exiting the transition but with the deployment knob still being attached at the hub, indicating that deployment was not attempted. As reported, it was found that the device had unintentionally deployed inside of the patient following the alleged distal shaft separation that occurred after withdrawing the device through the sheath. Per the device IFU, withdrawing the device back into the introducer sheath can also cause premature deployment. Therefore, the cause of this additional reported failure mode is also consistent with the reasonably foreseeable misuse of the user attempting to withdraw a fully introduced device back through the introducer sheath. The returned device also exhibited collar and mechanical damage at the transition of the catheter. The engineering evaluation noted that mechanical damage on the transition is possible during normal processing of the catheter and is inspected for during final inspection; however, the reported procedural conditions are also a possible source of this type of damage. The root cause for this damage could not be determined with the available information.